Manufacturer narrative:
(B)(4). Report source: sweden. Visual examination of the returned product identified damage / witness marks on the scallops of the backside of the high wall feature. Complaint sample was evaluated. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the user failing to follow instructions. Within the surgical technique, the only instructions for repositioning are specific to the provisional liner. Test repositioning should not have occurred with the final implant. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. The event was initially reported under the wrong MFR number: 0001825034-2022-00985. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty, the liner was loose upon implantation. Another liner was used to complete the procedure. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.